Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was able to confirm the observation of premature battery depletion; however, it was unable to confirm the observations of noise.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. It was also noted that there was noise present on the ventricular channel. Pocket manipulation was unable to reproduce the noise. Data was sent to boston scientific technical services (ts) for further evaluation. No adverse patient effects were reported. A ts consultant reviewed the data and discussed that the noise observed was a result of myopotentials, but it was not oversensed. It was also noted that the pacing impedance measurements have been decreasing over time; however, the measurements still remain in normal range. The ts consultant discussed that the myopotential noise could either be related to a lead insulation issue or diaphragmatic movements. Further testing was suggested and the device remained implanted. Additional information was reported that a revision was performed and this ICD was successfully replaced. No adverse patient effects were reported. Measurements were taken with the newly implanted device and the currently implanted lead and all were in normal range. In addition, no noise was observed on the ventricular or shock channel.